Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon deflation issue occurred. Vascular access was obtained via the femoral artery with a 18 fr non bsc introducer sheath located near the bifurcation between the external iliac artery and internal iliac artery. The 18mm target lesion was located in the moderately tortuous abdominal artery. A non bsc stent graft was implanted in the abdominal artery. A 27/7/2/65 equalizer balloon catheter was advanced to the target location and inflated 10 times, 2-3 secs in the mid and leg part of the stent graft. Following the 10 inflation when the device was used in the neck part of stent graft, the balloon would not deflate. The amplatz guide wire was removed and it was able to deflate the balloon in approximately 10 seconds using a non bsc syringe. The equalizer balloon catheter was removed from the 18fr non bsc introducer sheath, reinserted in the iliac artery and dilated the leg part of the stent graft without incident. The equalizer balloon catheter was then removed intact and no further actions were performed. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon deflation issue occurred. Vascular access was obtained via the femoral artery with a 18 fr non bsc introducer sheath located near the bifurcation between the external iliac artery and internal iliac artery. The 18mm target lesion was located in the moderately tortuous abdominal artery. A non bsc stent graft was implanted in the abdominal artery. A 27/7/2/65 equalizer balloon catheter was advanced to the target location and inflated 10 times, 2-3 secs in the mid and leg part of the stent graft. Following the 10 inflation when the device was used in the neck part of stent graft, the balloon would not deflate. The amplatz guide wire was removed and it was able to deflate the balloon in approximately 10 seconds using a non bsc syringe. The equalizer balloon catheter was removed from the 18fr non bsc introducer sheath, reinserted in the iliac artery and dilated the leg part of the stent graft without incident. The equalizer balloon catheter was then removed intact and no further actions were performed. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: examination of the returned device revealed both proximal and distal balloon bonds were examined and found to meet the required minimum bond length specification. The balloon was visually inspected and no defects were noted. The balloon was inflated with water and was successfully deflated within 5 seconds. A test 0.038'' guide wire was inserted into the guide wire lumen with the tip was bent. The balloon was then inflated and deflated at each catheter position with no issues. No delay in balloon deflation was noted. Both balloon lumen and inject lumen were examined and were found to be free from any blockages. The catheter shaft was examined for cosmetic defects and none were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).